Event description:
Filter was placed in 1996 for dvt after surgery. About two years ago, pt experienced abdominal pain and back pain. After tests and x-rays, it was determined the filter struts have migrated outside the ivc.